Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported an angio-seal vip was used. The pt experienced a vessel occlusion of the femoral artery. Surgical intervention was required.